Manufacturer narrative:
A ge representative rebooted and evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system would not boot up. There is no report of death associated with this event.